Event description:
Customer reported the clinical info center (cic) lost monitoring for 14 patients for 15 minutes. The apexpro telemetry server went down due to power supply failure which caused loss of monitoring for patients at the cic. Replacing the power supply enabled the server to regain function. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.